Event description:
The customer reported that the alarm has multiple damages to it but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the alarms battery door is missing and the battery springs inside the battery compartment are bent. Unit does not power up when using new batteries, external power supply or a 9v adapter. Note: the instructions for use on installing new batteries states: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Take care not to damage battery contacts. (B)(4).